Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 17cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, 5.5cm, 7cm and 9cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Furthermore the outer conductor coil was fractured 9cm distal to the is-1 connector pin. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as the generator or the nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The outer conductor coil was found fractured at this position what was confirmed during the electrical analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
No output was observed on this lead. Subsequently, it was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.